Event description:
Information was received regarding a cadd administration set being used to infuse blinatumomab via a cadd solis pump. It was reported that the pump and a small length of the tubing was contained in a small backpack which the patient wore wherever they went. Around 1245, the pump began alarming, mom discovered that the backpack was wet. There was a break in the line located in close proximity to the loading cassette, on the patient side of the IV line. The patient was immediately brought into the oncology day unit to get their ivad needle changed and a new bag of blinatumomab started. Mom reports that she did not see the line zipped into the zipper. Serious injury was reported, but not specified.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The sample contained a cut in the spiral tube and no further damage or discrepancies were detected. A high amount of force is needed to break the spiral tube. The spiral tube is not manipulated during its manufacturing assembly from the point where it's broken. It's only handled from the proximal and distal end to perform solvent bonding to tube and components. The unit is not in a condition to be functionally tested. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: no corrective actions were performed since the root cause cannot be correspond to the manufacturing process.